Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) spinal pain. It was reported that contact #0 and #2 were determined to be ¿do not use¿ when the device was interrogated on (B)(6) 2018. Impedance was 4,300 ohms. No further complications were reported or anticipated. Additional information was received from healthcare professional of a clinical study stating that the contacts were listed as "avoid use" due to high impedance. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study stating that the contacts were listed as "avoid use" due to high impedance. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from clinical site reporting per manufacturer field staff, the cause of high impedance readings was unsure. Alternative electrodes were used and no patient symptoms reported. The high impedance was resolved and patient was getting good relief. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) spinal pain. It was reported that contact #0 and #2 were determined to be ¿do not use¿ when the device was interrogated on (B)(6) 2018. Impedance was 4,300 ohms. No further complications were reported or anticipated.